Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "[Name removed] biomed is requesting gde (gas delivery engine) and exhalation valve for the unit indicating during use the unit displayed low vte with an audible alarm. On evaluation this was associated with improper suction/vacuum setting from the wall system which was attached to their incline patient suction catheter during suctioning. Which resulted in malforming the pt circuit, no pt harm noted but [name removed] wants to be proactive and change pneumatic related hardware for the unit."

Manufacturer narrative:
(B)(4). The user facility biomed engineering determined that this event was caused by improperly setting the suction from their wall vacuum system which was attached to the inline pt suction catheter during suctioning. As a precaution the user facility biomed engineering opted to replace the device's gas delivery engine and exhalation valve. The customer was shipped a replacement gas delivery engine and exhalation valve to repair the device and return it back into service. Carefusion failure analysis lab evaluated th alleged damaged gas delivery engine (gde), verified the complaint and determined that the root cause of the reported event was malfunctioning inspiratory pressure transducer.